Manufacturer narrative:
Weight and ethnicity: information unknown not provided if implanted, give date: not applicable, the lens was inserted and removed. If explanted, give date: not applicable, the lens was inserted and removed. Reporter telephone: (B)(6). Reporter fax: (B)(6). Device evaluation: the reported dib00 lens model was not returned. Therefore, the sample evaluation could not be performed, and the reported issue could not be verified. However, two (2) photos were provided for evaluation. Something dark was observed out of the optic zone (center), cant be determine if it is a mark or some damage in lens. Due the poor resolution of the imagines and reflection of the light it does not allowed to distinguish the reported opacity. The lens was not returned to perform an inspection under a microscope. The reported issue could not be confirmed through the photos provided. No product deficiency could be identified. Manufacturing record review: manufacturing record was reviewed. The production order was manufactured on 10/16/20. There are no discrepancies found during the mrr (manufacturing record review) related to this complaint. The units were released according specification in compliance with the product intended use as required. A search of complaints related this production order (po) was performed. Results revealed no additional investigation related to the po. Conclusion: based on the manufacturing record review and historical review there is no indication of a product malfunction or quality deficiency. No nonconformity report, escalation, documentation is required. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was initially reported there was an opacity in the center of the optic of an intraocular lens (iol), hollow groove, despite being a preloaded lens. Further information provided reports there was widening of the incision, suture, incision with post-op astigmatism. Additionally, the surgeon stated the implant was degraded in its center before explantation (removal), in the same procedure. The optic is hollowed out in its center on its posterior face (post capsule side). Unable to remove the opacify when trying to aspirate with ai (aspiration irrigation) probe. The surgeon noted that this is a preloaded implant, and that injection was normal (folding, injection, then deployment of the implant, and withdrawal of the piston, in a single attempt without difficulty). Vision pre-operative: 3/10 p6. Vision post-operative: 9/10 sc (sans correction) at j2. There was a 20-minute delay noted. No further information provided.

Manufacturer narrative:
Section d9 device available for evaluation? : yes section d9 returned to manufacturer : 24 jun 2021 section h3: device evaluated by manufacturer? Yes device evaluation: the preloaded unit was returned for evaluation. The product returned consist in packaging component (iol folding carton) and dcb00 device. A visual evaluation was performed, the device was evaluated and it was tip deformed identified. No additional defects were identified. Scarce amount was viscoelastic material at the cartridge tip. The lens was outside the device cut in a half, only a half of the lens with no haptics was received with viscoelastic residues on it. The lens was decontaminated and cleaned . After clean the piece of the iol returned, there was observed marks, scratches which could be related to the handled of the lens and the cut of the lens. There is no opacity observed. Due to the condition of how the lens returned, is not possible to confirm the complaint reported. Production deficiency can¿t be determined. As a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.